Manufacturer narrative:
Results: bends were present along the catrx approximately 30.0, 51.0 and 70.0 cm from the hub. The catrx was kinked and a hole was present approximately 114.5 cm from the hub. The proximal end of the guidewire lumen was damaged. Conclusions: evaluation of the returned catrx revealed a kinked and a hole on the hypotube near the proximal end of the guidewire lumen and the guidewire lumen was damaged. During functional testing, air was flushed through the catrx while submerged in water and air bubbles were observed exiting the catheter near the proximal end of the guidewire lumen where the hole was located. If the catrx is forcefully manipulated at an extreme angle while a guidewire is inserted into the guidewire lumen, the hypotube may become kinked and the guidewire lumen may separate from the hypotube. This damage may have contributed to the observed hole in the catrx hypotube. Further evaluation revealed bends along the catrx. These bends were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-01669.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kit. During the procedure, it was reported that there is a hole at the distal tip of an indigo system catrx aspiration catheter (catrx). No additional information is available.